Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the catheter was explanted. The reason for the explant is currently unknown.

Event description:
It was reported that the patient was experiencing abdominal and back pain. The physician found cerebrospinal fluid (csf) leakage that was tracking back inside the catheter. Surgical intervention was taken to shorten the catheter to eliminate kinks.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received on 1/2/2019.